Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device is broken (r-unit broken), fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the broken charged coupled device resulted in green image. The most probable cause of the malfunction is traced to component failure. The most probable cause of the additional finding (fiber bonding in the outer tube area (distal end) is damaged.) Could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope exhibited green image and the white balance could not be adjusted. The issue was identified during inspection for use. There were no reports of patient involvement.